Manufacturer narrative:
One optical module cable was received for product evaluation. The examination found that when the om2 cable was tested, per procedure, with a known good working vigilance ii monitor that the cable passed both in-vitro and in-vivo calibration tests. The sv02 readings were monitored for over 30 minutes and all the readings obtained were within product specifications. A visual inspection was completed on the cable and there was damage noted on the cable housing. However, the catheter blue connector would still fit properly inside the om2 cable. The connection was not loose. There was no defect found. The device history record review was complete and all manufacturing inspections passed with no non conformances. The reported event was not confirmed by evaluation. There are no indications that this is related to the manufacturing process. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. In this instance, it could not be determined if any clinical or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further actions will be taken at this time.

Manufacturer narrative:
The product evaluation is in progress. Upon return of the evaluation results a supplemental report will be submitted.

Event description:
It was reported that the om2 cable was not displaying the correct sv02 values while monitoring a patient. An examination of the cable found that there is physical damage at the catheter connection. There is no additional information available including patient demographics. There was no other suspect equipment involved. There was no patient harm or injury reported.